Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient required an external shock due to an unspecified reason. Device interrogation was performed and confirmed normal device operation; however, bradycardia mode could not be programmed in permanent mode. A boston scientific technical services consultant stated that it seems as if bi-ventricular trigger was on and they wanted if off. The consultant provided information to the caller. No additional adverse patient effects were reported.